Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported difficult single gripper actuation issue could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. A xtw mitraclip was chosen for implantation. After inserting the clip, during independent gripper orientation one of grippers was not lowering. The clip was removed from patient. Outside anatomy, the gripper still failed to function. A replacement xtw mitraclip was implanted successfully, reducing mr to grade 1. There were no patient consequences or clinically significant delay reported.